Event description:
The iab was inserted into the pt on 7/18/97 at 7:11 a.m. And removed on 7/18/97 at 11:30 a.m. The iab did not malfunction. As a result of the event, the pt had some bleeding and a transfusion was required. (Event complications: bleeding/transfusion required-reported) 11/20/97. (Pt's current status: discharged-rpt'd 11/20/97).